Event description:
Shrinkage and hardening of plug, obstruction or blockage of cords, vessels and other structures including the vas deferans, irritation of nerves, chronic neuralgia, chronic pain, azoospermia and infertility.